Event description:
The facility's biomed reported the pump went into failure code f37 during patient use. Once the devcie was returned to the biomed shop, testing revealed that anytime the front panel was tapped on the device would turn on and off. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details and the tubing product code and lot number being used, no further information was available. Alternate contact information was requested but not alternate contact was identified.